Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. This material was evaluated for biocompatibility by ethicon endo-surgery. Comprehensively, there were no findings of toxicological concern when tested for cytotoxicity, sensitization (allergic response), acute systemic toxicity, irritation and effects of short-term muscular implantation. Although the material was not evaluated for chronic exposure, based on these data no adverse effects are anticipated from long-term exposure. Therefore, should a small portion of the blue silicone material from (B)(4) remain in the patient following surgery, no increased risk to the patient is expected.

Manufacturer narrative:
(B)(4). After further follow up it was clarified that the retractor broke in two halves and both halves were retrieved during the original procedure. There were no pieces left in the patient and no adverse consequence for the patient.

Event description:
It was reported that during a single site oophorectomy procedure which was converted to an ovary cystectomy, during the removal of the device the device tore and the bottom ring was left in the patient. The surgeon was required to use his finger to remove the ring however there were parts off of the retractor that were torn and left in the patient due to it was difficult to remove. The device was discarded at the account.